Event description:
The customer reported 1 false positive result on the alinity m sars-cov-2 assay. Sample ID (B)(6) was tested on (B)(6) 2022 on the alinity m sars-cov-2 assay. The result was positive with a cycle number (cn) 12.25. The sample was retested twice on (B)(6) 2022 on the alinity m and both of the results were "not detected." The laboratory did not release the first result (false positive). There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in taiwan using the alinity m sars-cov-2 assay, list number 09n78-95 which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Additional information: additional discrepant patient result was reported. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032 was not identified.

Event description:
The customer reported an additional false positive result that occurred on 12-dec-2022 for sample ID (sid) 121005 on alinity m sars-cov-2 amp kit (list 09n78-095) lot 381032. There was no report of impact to patient management. The additional discrepant result will be submitted in 3005248192-2023-00097.